Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: option st tib plt size 4; p/n: 00598603702, l/n: 62006012, articular surface; p/n: 00596203010, l/n: 61998107, all poly pat comp 29dia; p/n: 00597206529, l/n: 62027339, pat rmr bld w/pilot hole,sz38; p/n: 00597909538, l/n: 61849810, lps-flex gsf opt sz d-r; p/n: 00576401452, l/n: 61797759 . Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned components (tibial implant, articular surface) noted that they exhibit signs of being implanted. The backside of the tibial implant is completely covered with thick bone cement remains except around the keel. The superior surface of the tibial implant is stained and scratched. The condylar surfaces of the articular surface are pitted and worn while the inferior surface is pitted, gouged, and has wear lines. Dimensional analysis of the product passed where measured. DHR was reviewed and no discrepancies were found. Per the instructions for use of the products implanted during the primary surgery, pain and poor range of motion of the prosthetic knee components are known potential adverse effects associated with the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 2648920 - 2015 - 00149 - 2. 0001822565 - 2020 - 01125.

Event description:
It was reported the patient had a revision procedure approximately 2 years post-implantation due to pain, inability to extend the knee, and potential loosening. No additional patient consequences were reported.